Event description:
Terumo medical corporation received the following information: it was reported that the doctor wanted to close the groin after a peripheral procedure. The angio-seal was deployed after locating the artery, however there was collagen on the outside of the skin. The doctor gave lidocaine and tented the skin to get the collagen below the skin. There was a small hematoma that formed, so he cut the suture and held manual pressure. The doctor stated that he felt the collagen and anchor are in the sub q tissue. He decided to treat the patient as a manual hold. The patient was in the holding room and doing ok. He noted the patient was large. He will monitor the patient and continue normal manual hold bedrest. The procedure performed was superficial femoral artery (sfa) peripheral procedure to right groin. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D6b: explanted date: device was not explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.